Event description:
When the nurse removed the PICC line, there was a sensation of a snap. It appeared there was 3 to 5 cm remaining in the vein. The nurse applied a tourniquet to the arm. The next day, there was a surgical exploration of the right cephalic vein and remianing PICC line removed without complications.